Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern delivery microcatheter (lantern). Upon advancement of another ruby coil, the physician experienced resistance at the distal end of the lantern, and therefore manipulated the lantern slightly and then attempted to re-advance the ruby coil. However, while re-advancing the ruby coil, the pusher assembly became kinked. The ruby coil was then removed and was no longer used in the procedure. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.